Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a surgical procedure it was observed that while using the ao/asif quick coupling for drill bits device, as the connect part in which connect with the drill bit came off during the surgery. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the received photo was reviewed. The described failure by the customer was confirmed. The received photo was reviewed and compered to a known good unit. It was found that the device failed visual inspection. Tool coupling started to unscrew itself and fell apart. Based on the provided photo it shows that the tool coupling started to unscrew itself and fell apart. At this stage of the investigation the cause for the found defect is related to normal wear over time, based on the provided information. This is supported by the fact that the device was never retuned for service since the manufacturing in december 2021. Furthermore, the investigation is only based on the provided photo, further assessment will be performed if the device is received. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. The IFU states the following regarding the reported issue that was observed by the user: servicing this system requires regular maintenance service, at least every two years, in order to maintain its functionality. This service has to be performed by the original manufacturer or an authorized site additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The device has not been previously serviced. Device history record shows the lot of 05.001.250 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.